Event description:
Subsequent to the previously filed report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 9f sheath after a coil embolization interventional procedure. There was resistance during removal of the proglide and the device became entrapped in the vessel requiring cut down surgery to remove it. No vessel damage was noted. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 1494- failure to follow steps/instructions. The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that closure of a an unspecified vessel was attempted using a proglide device. Reportedly, the proglide device was difficult to remove from the vessel and required surgery to remove it. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.